Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.

Event description:
It was reported that when the intra-aortic balloon (iab) was opened, the customer noticed that the one-way valve was missing from the packaging. They then opened a mega 40cc iab to retrieve the valve from that kit to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).